Event description:
It was reported by repair work order that the cot foot end electronic control board started to smoke. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.